Manufacturer narrative:
We have received the device (tx microtip/handpiece) for evaluation and testing to verify the reported complaint of broken needle. The returned device (tx microtip) was intact, not broken. The returned device functioned within the specifications for the duration of the testing. Based on the evaluation and testing of the device, we were unable to confirm the reported complaint. We have notified the client that an incorrect device could have been returned for evaluation.

Manufacturer narrative:
The actual device involved in this incident has not been returned for evaluation and testing. We will submit a follow up report including the summary of evaluation if we were to receive the actual device.

Event description:
Per the reported information, while the doctor was performing a procedure of a tenotomy on a hip with a tenex handpiece (tx2 microtip), the needle broke off. The procedure was completed by using another tenex handpiece. There have been no reported patient injury or adverse event resulting from this incident.